Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 at 4 pm with blood glucose of 400 mg/dl. The customer¿s current blood glucose level was 125 mg/dl. The customer reported that the customer has viral. The customer was treated with insulin shots. The customer was wearing the insulin pump during the hospitalization. The customer reported that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with high sleep current due to corroded electrical board. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No blank display anomalies noted. Device received with minor scratches on case, cracked case (battery tube), pillowing keypad overlay, corroded battery tube and minor scratches on lcd window.